Event description:
Healthcare professional reported approximately one week after injection to the marionettes with juvederm ultra plus, the patient noted "yellow discharge" coming from the injection site. Approximately 4 months later the patient developed a "hard lump" and was treated with antibiotics.

Manufacturer narrative:
Medwatch sent to FDA on 10/20/2014. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of yellow discharge and hard lump are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: undesirable effects: practitioners must inform the patient that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list): induration or nodules at the injection site. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their practitioner as soon as possible. The practitioner should treat these as appropriate. Any other undesirable side effects associated with injection of juvederm ultra plus injectable gel must be reported to the distributor.